Manufacturer narrative:
The cause for the discordant (B)(6) total results is unknown. The calibration and quality control were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." "The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."

Event description:
A (B)(6) advia centaur xp (B)(6) total result was obtained for a patient sample. The result did not match the clinical picture according to the laboratory doctor. The patient sample was tested on two alternate methods and the results were positive. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.

Manufacturer narrative:
Siemens filed the initial MDR on may 09, 2013. 06/01/2013: additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The sample was tested on lot # 100052 for the advia centaur hbc total assay. The result was (B)(6). The patient sample was also tested on an alternate method for the (B)(6) core antigen (recombinant) and the result was reactive. Results: (B)(6) total (index value): 0.33 ((B)(6)), alternate method result: 3.7 ((B)(6)). Siemens confirmed the negative result obtained by the customer. The (B)(6) results for (B)(6) from the customer site, indicate that this is a recovered sample. Siemens performed a patient population study using (B)(6) total lot #s 100052 through 100055. The overall sensitivity and specificity were met with each lot and each lot was not significantly different from each other. The cause for the discordant (B)(6) total result is unknown.